Event description:
It was reported that the patient was not able to make adjustments with or without the antenna attached. The patient had the issue where they had to ¿mash the buttons three to five times before it connected.¿ the patient stated that they used an antenna and had not attempted using the patient programmer without the antenna. The manufacturing representative walked the patient through this and the patient programmer was not connecting. The patient stated that stimulation was on. The issue had been occurring for three to four months prior to report. The patient clarified that the issue was the patient programmer unit and not the internal implantable neurostimulator (ins). It was further reported that the patient programmer would not do telemetry with or without the antenna. The anomaly appeared to have occurred through product use. Additional information received reported that the patient received a new programmer and it was doing the same thing as the old programmer. The patient stated that they needed to try to connect four to five times before the programmer would connect to the ins. Additional information received reported that the stimulation was turning on and off. The patient had ¿taken several attempts¿ to use the patient programmer to turn the stimulation back on and was still having trouble. The patient received the new patient programmer and still had problems. It was noted that the patient was not in pain and did not have any symptoms. The patient was redirected to the healthcare professional (hcp). Additional information received reported that the antenna jack on the patient programmer was broken. Additional information received reported that the patient still had concerns with the device or therapy but was working with their healthcare professional (hcp) or the manufacturing representative. The patient had an appointment on (B)(6) 2013. It was also noted that the patient still had concerns but had not sought further help.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 3387-40, lot# l67683, implanted: (B)(6) 1999, product type: lead. (B)(4).